Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator did not alarm at the time is shut down and powered up while in use on a patient. The ventilator was removed from the patient and replaced with a different unit. The customer reported there was patient involvement with no harm to the patient.